Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
A prescription form has been received "left side requires custom dfr with agluna with a long lateral side plate with screw holes. Tp to remove 1cm more femur. Wider stem". Diagnosis broken dfr stem. It is reported that the patient never osseo-integrated.